Event description:
It was reported that the patient was concerned about having an eos pacemaker and not having felt or hear any beeping after in-clinic visit on (B)(6) 2022. Investigation of the device noted that the device was eos and is no longer functioning. It was suggested to call the physician for device explant. On (B)(6) 2022 the device was explanted and replaced.